Event description:
The customer reported that this battery failed to charge.

Manufacturer narrative:
The battery was returned to philips for eval. When the battery was inserted into a similar working mrx defibrillator, the unit failed ot recognize the battery. The unit shut down with a 5 second warning. Philips sent the customer a new battery which resolved the reported issue.